Event description:
It was reported that during a primary surgery, while trying to put the insert trial in place, the trial's right posterior portion broke in half. All the pieces were confirmed to be removed. The surgeon was comfortable determining to use a larger insert based on the trial. No intervention or additional instrument was needed. Surgery was completed successfully. No further information will be made available to the sales rep from the hospital.

Event description:
It was reported that during a primary surgery, while trying to put the insert trial in place, the trial's right posterior portion broke in half. All the pieces were confirmed to be removed. The surgeon was comfortable determining to use a larger insert based on the trial. No intervention or additional instrument was needed. Surgery was completed successfully. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated lot number based on additional information. An event regarding a fractured triathlon standard insert trial was reported. The event was confirmed. A visual inspection confirmed the reported fracture. Device history review indicated all devices accepted into final stock conformed to specification. Complaint history review indicated there have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.